Event description:
During the index procedure the physician used 3 in. Paclitaxel balloon catheters to treat the left sfa. Approximately 1 year and 5 months post index procedure re-occlusion of the left femoropopliteal occurred. Investigator has assessed that this is related to the target lesion and is probably related to the study device and procedure. Event is possibly related to the drug. The patient was treated with non-mdt devices (balloon and stents) and is reported to have recovered.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (occlusion). Evaluation conclusions: inherent risk of procedure ¿ (occlusion). (B)(4).

Manufacturer narrative:
The cec has adjudicated this event to be related to device, not related to procedure and drug.